Manufacturer narrative:
Initial.

Event description:
It was reported that the user paused the ilet following a transient sensor reading issue and did not resume insulin delivery as intended, resulting in a prolonged pause of approximately four hours and subsequent severe hyperglycemia; the device later displayed high glucose and a home glucometer reading was reported over 600 mg/dl before trending down, and the event was categorized as a use-of-device problem. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a missed insulin dose and a delay to treatment or therapy without emergency care or hospitalization. Investigation included communication with the user¿s caregiver and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found, with the event linked to use of the device and no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.